Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, pre-dilatation was performed using a 2.0x20 voyager nc, followed with deployment of a 2.75x23 xience v rx stent for treatment of a totally occluded, heavily calcified, non-tortuous lesion in the proximal left circumflex coronary artery; a perforation presented in this vessel after stent deployment. Post-dilatation was then performed using 2.5x15 voyager nc, followed with deployment of a 3.0x12 jostent graftmaster coronary stent graft to seal the perforation. The graftmaster successfully sealed the perforation. There was no clinically significant delay in the procedure and no patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported perforation is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.